Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient received a shock when leaning forward on a pole resting during a hike. The information was sent to boston scientific technical services (ts) for review and it was noted that the signal became very small prior to the shock. Evaluation considerations were reviewed and the sensing vector was reprogrammed. The patient received an additional shock due to the same observation and exercise testing was performed with the sensing vector being reprogrammed at that time. A third shock was delivered due to overcounting after which the device was turned off. Subsequently the system was explanted. No adverse patient effects were reported.